Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the set building process, a set builder operator noticed that the screw inside its original packaging was incorrect. Both labels indicate a 2.0 screw size, but one of the bags contains a 2.4 screw. Both labels are exactly the same. This issue was noted at a distribution center. Products had not yet been shipped to the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (expiry date), d9. Corrected: d4 (primary UDI number). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation the product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4) photo 28aug 2025 the photos were sent to the manufacturing site. Note: following investigation was performed by the supplier. Please refer to the f28_mfg_investigation_form_(B)(4) _final.docx. Based on the pictures provided, it is confirmed that one of the three parts has a different diameter and potentially also a different length. Therefore, the complaint condition is confirmed. It is assumed that a mix up of a single part occurred during the manufacturing process. However, no back-to-back production with a volt locking screw 2.4mm and of a similar length occurred during the manufacturing process. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 2.0mm volt(tm) locking screw 13mm t6 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: physical device investigation the product was returned to j&j medtech orthopaedics, and higher-quality images were shared with the manufacturing site. The physical device was also shipped to the site for further evaluation. Note: following investigation was performed by the supplier. Please refer to the f28_mfg_investigation_form_(B)(4)_final.docx. Based on the pictures provided, it is confirmed that one of the three parts has a different diameter and potentially also a different length. Therefore, the complaint condition is confirmed. It is assumed that a mix up of a single part occurred during the manufacturing process. However, no back-to-back production with a volt locking screw 2.4mm and of a similar length occurred during the manufacturing process. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 2.0mm volt(tm) locking screw 13mm t6 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 02.420.313-us. Lot number: 60525p3. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14 apr 2025. Manufacturing site: jabil grenchen. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.